Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred at the start of a routine hemodialysis treatment. Additional alarms occurred indicating there was no flow of dialysate going to the cartridge. Treatment was discontinued without rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The alarms are attributed to no dialysate flow to the cartridge, indicating the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.